Manufacturer narrative:
(B)(4). A synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent strut rows 1-26 from the proximal end of the stent were undamaged; the remainder of the struts are stretched and pulled distally with some struts extending over the distal markerband. The crimped stent outer diameter of the undamaged section of the stent was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the right coronary artery. After a non bsc guide catheter extension was placed, a 3.00 x 38 synergy ii drug eluting stent (des) was advanced to treat the lesion; however, when the stent went into the non bsc guide extension catheter, the device was caught at the edge and the stent struts were damaged. The non bsc guide catheter extension and the des were pulled out and a second non bsc guide catheter extension was used. The procedure was then completed with another 3.00 x 38 synergy ii des. No patient complications were reported and the patient's status was well.